Manufacturer narrative:
Boston scientific later received hospital records that provided further information regarding the patient's death. The patient was admitted to the hospital on (B)(6) 2016 for laser lead extraction due to dizziness/facial swelling, likely due to svc syndrome with svc occlusion and possible right ventricular (rv) lead fracture. The patient was noted to be extremely symptomatic and wished to proceed with intervention for svc occlusion. After extensive review of the patient's current leads, CT scan results and chest x-ray show that it appeared there was the possibility of a complete rv lead fracture just distal to the svc occlusion between the rv and svc coils. The physician chose to proceed with a hybrid antegrade laser approach and open chest extraction for the patient's best interest, as they could also repair the occlusion either by direct open conduit bypass or direct repair of the svc itself depending on the surgical opinion of the physician at the time. The patient's post-operative course was complicated by thrombosis of graft and cerebral vascular accident. The patient presented to the ICU after a cardiac arrest. Reportedly, the patient was seen to be bradycardic on telemetry. When nursing staff came to evaluate the patient, he was pulseless and a code was called. The patient underwent approximately 25 minutes of CPR, noting a narrow complex with an initial bradycardic rhythm. The patient received multiple doses of epinephrine, and never defibrillated. The patient was then brought to the pacu on multiple pressors. During his ICU stay, the patient required mechanical ventilation and vasopressors to sustain life. The patient showed no neurological recovery after the cardiac arrest and the family ultimately decided to withdraw care and the patient passed away. The physician reported the cause of death was respiratory arrest/pea arrest. The physician was making no allegations against the boston scientific rv lead.

Event description:
Boston scientific received additional information on may 6, 2016 that the patient passed away. This information became available through a form completed by the patient's spouse and returned to boston scientific medical records. There were no allegations or complaints reported on the form. Boston scientific is not aware of any further details about the patient's death, other than the patient passed away at a hospital on (B)(6) 2016, according to an online obituary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had subclavian steal syndrome and had been scheduled for a system extraction. While preparing for the extraction it was noted that one of the patient's leads appeared to have fractured. The patient had multiple abandoned leads from previous procedures, including one with a known fracture from the year 2000. Additional information was requested to confirm whether the fractured lead was one that had been previously abandoned but the information received could not confirm this. This lead remains in service at this time. No adverse patient effects were reported.